Manufacturer narrative:
A visual inspection and functional testing, dimensional analysis was performed on the returned device. The malposition of the device (device being pulled out) could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to the malposition of the device (device being pulled out) include, but not limited to, device pulled back too hard or incorrect positioning inside the vessel while pressing the thumb advancer. Reportedly, the device was used in a calcified artery. It should be noted the starclose instruction for use states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the deployment in the calcified vessel contributed to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using a starclose device after a percutaneous transluminal coronary angioplasty (ptca) procedure with a 7f sheath. Reportedly, after performing step 2, the device was pulled back, but no resistance was felt and the device came off out of the wound. It was suspected the device was not in the artery when step 2 was performed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494: patient selection.